Event description:
Boston scientific received information that during a routine device interrogation, the field representative observed that the right atrial (ra) lead exhibited undersensing. Review of the patient¿s information found that eight months prior there have been low and high variable impedance measurements that have reached out of range on both ends. During the interrogation the field representative was able to reproduce the out of range measurements along with noise when performing command impedance testing. It was noted that the device had already been programmed to vvi, however some of the atrial discriminators were still programmed on. Boston scientific technical services (ts) was consulted and discussed that the integrity of the ra lead could not be trusted and that the atrial discriminators should be turned off. Ts also discussed that a revision procedure could be considered, however it would be physician discretion to perform the revision soon or at the next device change out procedure. The field representative stated that the atrial discriminators were programmed off and the physician has opted to leave the device programmed vvi. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that a revision procedure occurred over a year and a half later. During the procedure fluoroscopy images were inclusive as to the cause of the undersensing and out of range impedance measurements. Subsequently the ra lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.